Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored and no unexpected off no power alarms or pump shutting off occurred during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have experienced hospitalized low readings, blank display, damage and high blood glucose readings. The customer stated that the pump shut down during the night and it resulted in hypoglycemia of 60's mg/dl. The customer woke up to the pump being blank. The customer also reported scratches on the screen. The customer also had high reading of 587 mg/dl, which were treated with injections. The insulin pump will be returned for analysis.